Event description:
Coopervision was made aware of a patient that went to a health care practitioner with a red right eye, hurt eye pain and light sensitivity. The symptoms started 2 days prior to the visit. The patient woke up with these symptoms. The patient was prescribed the monthly lenses with the possibility to sleep with the lenses on. The patient admitted the lenses were 2 weeks over due. The patient was referred to a doctor who started the patient on antibiotics for 2 weeks. The doctor requested that the patient stop wearing lenses for 3 months. The health care practitioner stated that he could see keratitis. No lenses were returned and no lot number was provided.